Event description:
On 08/09/2000, the facility's purchasing agent informed MFR's sales rep of the following: per the operating room director, "when the device was taken out of the package to be used, the wire and needle were stuck together as if they were used." No further details were provided.